Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the serial / lot number remains unknown. Without a lot number or device serial number, the manufacturing date and / or production details cannot be determined, and the information provided to gore cannot be connected to a specific device. Imaging evaluation imaging evaluation performed by gore imaging services showed the vbx device in the left renal artery was occluded. Cause of the reported event cannot be established based on the information reported to gore. This investigation is considered complete. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2026, the patient underwent a thoracoabdominal endovascular procedure using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device system. Gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) devices were utilized in the visceral arteries as part of the procedure. The procedure was completed and the devices were successfully implanted. It was reported that cannulation of the right renal artery was difficult due to the patient's anatomy. To facilitate access, the left renal artery (lra) portal was intentionally used to access and place the bridging stent into the right renal artery (rra), as this was considered the easiest route into the target vessel. The bridging stents otherwise tracked without difficulty, and no additional procedural challenges were reported beyond those related to renal artery cannulation and anatomy. On (B)(6) 2026, follow-up imaging noted the previously implanted tambe device demonstrated a probable type ic endoleak from the right renal artery, imaging evaluation performed by gore imaging services showed the vbx device in the left renal artery was occluded. On (B)(6) 2026, a reintervention procedure was completed.